Event description:
The customer reported that they did not receive alerts from the pagers for a pt in poor condition. This pt had a long series of asystole, bradycardia and tachycardia alarms, some of which were silenced at the central station. Later, the customer reported that this pt had died. However, for the specified time, and after the specified time, no alarms are shown in the alarm logs of the central station monitor. This is fully consistent with the attending clinicians having discharged the pt from the monitor or having put a bedside monitor into standby.

Manufacturer narrative:
No paging would be expected if no alarms were sent to the central station. Paging is labeled as a means of alarm info notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. Therefore, a lack of paging would not cause or contribute to death or serious injury if the paging device is used per product labeling. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)